Manufacturer narrative:
The cause of the hemolysis could not be determined as no product or logs were returned for evaluation. The pump passed all the post sterile inspection checks.

Event description:
Patient with severe cardiogenic shock secondary to acute myocardial infarction was supported with an impella device. Hemolysis was observed due to malpositioning. After one attempt of pump repositioning, hemolysis remained. No other symptoms or interaction with the patient was seen. Pump was weaned successfully as planed.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.